Event description:
Reporter called and stated that blood backed up into the tube set. Reporter also stated that the patient sneezed and that may have played a part in the blood backing up into the tube set. Reporter stated that the event happened at pump set up/cassette priming. No patient injury reported.

Manufacturer narrative:
The tube set was found to have blood in the male luer connector. It is undetermined as to why blood started to back up into the male luer connector. A corrective action has been opened to address the root cause of this failure. Follow up information will be submitted at a later date.